Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the resetting process. The customer was able to successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.